Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned.

Event description:
Medtronic legal received information regarding past hospitalization glucose from the attorney of the family. The information received on november 16, 2020. The insulin pump will be returned for analysis.